Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc application (use with samsung galaxy s7, os 8), with the caller stating that the application was slow to respond to sensor and would only periodically provide sensor readings. The customer subsequently experienced hypoglycemia with symptoms sickness, vomiting, seizure, and loss of consciousness. The customer required third party treatment of liquid dextrose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported that their application was slow to respond to their sensor, and would give periodic sensor readings. Attempted to replicate the customer's complaint using similar configurations samsung galaxy note 8 android 9 3.4.2.9593 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the adc application (use with samsung galaxy s7, os 8), with the caller stating that the application was slow to respond to sensor and would only periodically provide sensor readings. The customer subsequently experienced hypoglycemia with symptoms sickness, vomiting, seizure, and loss of consciousness. The customer required third party treatment of liquid dextrose. There was no report of death or permanent impairment associated with this event.